Event description:
It was reported that when the device was used during a laparoscopic gastric bypass procedure, the gasket on housing tore. Opened another device to complete the case. There was no consequence to patient.